Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end outside the clear shrink tubing near the backend pulleys. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Common causes of broken - proximal conductor wire can be attributed to: pinched or kinked wires or wire routing issues.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.